Event description:
In 2008, the pt reported that he received an e6 (mechanical error) on his infusion device. He stated that "plus" was labeled on the battery that was in use at the time of the error. He was advised to use alkaline batteries. He was assisted with clearing the error and resetting the infusion device. The pt then reported that his blood glucose measured "hi" on his blood glucose monitor and he felt dizzy. His normal blood glucose range is 130-140 mg/dl. He injected insulin via syringe to lower his blood glucose. Later on the same day, the pt's wife reported that the pt called the paramedics due to elevated blood glucose. She stated that the pt bolused 25 units of insulin, and his blood glucose measured 600 mg/dl when the paramedics arrived. The pt was taken to the hosp, and his wife believed he was still connected to the infusion device. She was advised that the pt should discontinue use of the device. Upon follow up on two days later, the pt's wife reported that the pt had not yet been released from the hosp. His blood glucose decreased to 298 mg/dl. Upon further follow up on three days later, the pt reported that he had been discharged from the hosp. He stated that hosp staff disconnected him from the infusion device, when he arrived and he was treated with an IV drip. He stated that he was diagnosed with dka upon admission to the hosp. He stated that he began use of the replacement infusion device on two days after the original date, and his blood glucose has been within his target range. He reported that he has heart problems and he has one artery that is completely blocked and another artery that is partially blocked. He received a cardiac catheterization while in the hosp. Product was requested to be returned for eval.